Event description:
It was reported by that the system 7 aseptic housing broke during a surgical procedure. Top housing detached from the bottom housing, nothing fell on the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.